Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for replacement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Since (B)(6) 2019, patient started having stoma site infection with drainage and redness. Patient was found to have localized yeast infection at stoma site. In (B)(6) 2019, patient was treated with oral antifungal medication fluconazole 100mg. Currently patient is using nystatin powder to stoma site.